Event description:
The device was used during a rotator cuff repair procedure. Reportedly, the surgeon applied three instruments arthroscopically and complained that they were not long enough to repair the rotator cuff to the bone. The surgeon converted to a laparotomy and applied another device to complete the procedure. The hospital has reported no patient injury occurred.